Event description:
It was reported by service report that the gas fowler cylinder was leaking. It was further reported the fowler would not hold position under weight and that it would not lay completely flat when lowered. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: fowler.